Event description:
It was reported that this left ventricular (lv) lead exhibited out-of-range pacing impedance measurements, high capture thresholds, and oversensing. Additionally, it was noted a kink in the pocked at the time of the gen change. Data analysis was performed and it was recommended to evaluate other vectors that do not include the tip of the lead. At this time, the lv lead remains in service and no adverse patient effects were reported.